Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted.the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient had irregular uterine bleeding and ultrasound showed endometrial thickening, dilation and curettage hysteroscopy were done and the pathology report was negative initially but later showed endometrial carcinoma. The patient underwent total abdominal hysterectomy/ bilateral salpingo-oophorectomy and tension free tape (unknown) due to irregular bleeding and stress urinary incontinence on (B)(6) 2004. It was reported that patient underwent mesh removal/revision on (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, bleeding, infection, urinary problems, recurrence, dyspareunia, vaginal scarring, fistulae and organ perforation. It was reported that the patient underwent mesh removal on (B)(6) 2012 due to mesh erosion which caused pelvic pain and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystoscopy due to stress urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, mixed urinary incontinence, atrophic vaginitis, urinary frequency, discomfort and vaginal burning.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urethral obstruction.